Manufacturer narrative:
The reported complaint of "system error, out of service, revert to manual CPR" error message was confirmed based on the functional testing and archive data review of the autopulse platform (sn (B)(4)). It was determined that the root cause was due to a defective processor board. Initial functional testing of the autopulse platform could not be perform due to a system error message on the screen that could not be cleared. Review of the system archive data revealed error messages (error 136 - internal parameter corrupted) multiple times that occurred on the event date. During visual inspection, the autopulse platform had no physical damage. The autopulse platform is a reusable device and was first manufactured on 02 nov 2005. The device has been operating for nearly 13 years and has exceeded its expected serviceable life of 5 years. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
As reported, during shift check, the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message. No patient involvement.